Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to infection and vegetation on the lead. Cultures were taken and tested positive for bacteremia. The patient was administered antibiotics. No further patient complications have been reported as a result of this event.